Event description:
During a laparoscopic appendectomy procedure, the instrument fell apart in the pt's cavity. The components were removed laparoscopically and another instrument was applied. No pt injury was reported.